Manufacturer narrative:
(B)(4).the device evaluation has begun; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
During the sample evaluation by baxter of one (1) ce intermate lv250 device, it was observed and confirmed the luer lock was damaged. This was discovered during sample evaluation. There is no patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem discovered during sample evaluation.

Manufacturer narrative:
(B)(4). Device evaluation: during a visual evaluation of this sample, a damaged luer was confirmed to be damaged. This is a single use device and has been discarded. The root cause investigation is in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.